Event description:
An olympus representative reported on behalf of the customer that the coating broke off from the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action and fell inside the patient during an unspecified procedure. The broken part was recovered, and the procedure was completed with a similar device without any further issues. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information has been requested but no information could be provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The device inspection findings are as follows: the cable and plug were severed. Half of the inside bottom curve was broken off, including one of each of the middle and proximal jaw dots. The jaw overmold of the stand-off jaw was also fractured and broken off. However, a portion of the overmold stayed intact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the tip breakage was likely caused by excessive force. This supplemental report includes a correction to the following fields: d9, e1, e2, e3, and g2. An update has been made to h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.